Event description:
It was reported that the user experienced frequent hypoglycemia ranging from 50-60 mg/dl and variable glucose control while using the ilet system after repeatedly announcing meals without eating and administering extra correction insulin outside the pump, which reportedly confused the dosing algorithm and reduced subsequent insulin delivery consistency. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included user-performed carbohydrate interventions and education for troubleshooting and proper use, with no alerts, alarms, or hospitalizations. Investigation included review of synced app and continuous glucose monitor (cgm) data, treatment history analysis, and consultation with a pump trainer for targeted education. Investigation of this case revealed user-initiated multiple false meal announcements and external insulin dosing that contributed to algorithm maladaptation and glycemic variability, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user technique and inconsistent inputs were the most likely cause.

Manufacturer narrative:
Initial.